Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, there was a problem with the screw. The right ventricular (rv) lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.